Event description:
It was reported that: "flexible osteotome broke. During tka revision with dr utilized flexible osteotomes to remove components 1 osteotome snapped at base and 1 osteotome had a chip out of tip."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00208.